Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not charge / smoke) was investigated. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, there was contamination on the pca board and battery cells. The cause of the inability to charge is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack would not charge and that there was 'smoke' when the battery was inserted.